Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer. The failure mode was identified as hardware. The field service engineer replaced the ise (ion selective electrode) reference bulkhead joints and reference pump solenoid valves which resolved the issue. (B)(4).

Event description:
A customer in (B)(6) reported the generation of erroneous high ise (ion selective electrode) patient results on their au5800 chemistry analyzer. The erroneous results were not released out of the laboratory; hence, there was no change to patient treatment in association with this event.